Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. The insulin pump was received with all buttons responding properly. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump primed properly and no motor/drive anomaly noted during testing. No damage or moisture damage on keypad assembly and no unlocked printed circuit board keypad connector noted during visual inspection. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose level was 16.7 mmol/l. Customer stated that the middle button did not work on pump when she was trying to load reservoir. The customer was advised to disconnect from pump and agreed to send out replacement pump. The insulin pump will be returned for analysis.